Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 80-140 mg/dl. Reportedly, the customer used an alternate insulin pump for insulin therapy.